Event description:
Information was received regarding a medfusion 3500 pump. It was reported that the device gave a force sensor error and does not calibrate. There was no patient, or clinician injury associated with these occurrences. No further details provided at this time.

Event description:
Additional information was provided that the event did not occur during use, but rather during testing.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the top case is cracked by the rear bottom corner and there is visible contamination by the l-bracket pole clamp. A review of the event history log (ehl) identified force sensor test. During the functional testing the reported issue was able to be duplicated. The root cause of the issue was related to normal wear as the pump was over 11 years old. Replaced plunger cable and force sensor. Power up, re-calibrated force sensor and device passed self-test.